Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05/20/2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The (fse) reported that the customer had already received part and installed part.

Event description:
Retrofit to failure - (B)(4) nav ring failure. There was no patient involvement.